Event description:
Two doctors attempted to place a 22 french foley into the patient's cervix. Upon trying to inflate the balloon, the catheter attached to the fluid port was filling up with fluid. Fluid not going down to the balloon. Malfunctioning catheter removed and properly disposed of; new foley catheter placed one of the doctors. No harm to patient noted.